Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd lord's ¿ syringe was found with the "the barrel near the needle hub was cracked." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: customer returned (6) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 6319807. Customer states that the barrel near the needle hub was cracked. All returned syringes were examined and one sample exhibited a piece of the barrel broken off ranging from the 0-10 unit markings. A review of the device history record was completed for batch# 6319807. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200677785] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.

Event description:
It was reported that before use a bd lord's ¿ syringe was found with the "the barrel near the needle hub was cracked." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd lord's ¿ syringe was found with the "the barrel near the needle hub was cracked." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.